Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned product was tested per ameda specifications which was met for both suction and speed. Product passed visual inspection standards. No evidence of malfunction was observed.

Event description:
As part of ameda, inc's quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2014 to report the purely yours breast pump she exclusively uses to provide expressed breast milk for her baby has low suction resulting in decreased milk output. She states the pump powers off when she single pumps. Customer reports the pumping process is taking her a much longer time, 45 minutes vs 20 minutes. Customer reports developing right breast mastitis that was treated with oral antibiotics. Due to the ineffectiveness of this oral antibiotic, customer developed a right breast abscess for which she required hospitalization for treatment with intravenous antibiotics and surgical incision and drainage of the abscess. Customer pump with a hospital grade breast pump while in the hospital. Customer was admitted to the hospital on (B)(6) 2014 and discharged on (B)(6) 2014.